Manufacturer narrative:
Siemens became aware of the reported incident on (B)(4) 2013. This MDR is being mailed on (B)(4) 2013. Siemen's investigation into the reported incident has revealed that proper operating procedures for patient safety were not followed according to the somatom operators manual - positioning the patient. The CT system had been operation with no similar incidents prior to the reported event, and has been operational since then. If proper patient safety procedures are followed, a death or serious injury is unlikely to occur. (B)(4).

Event description:
Siemens was notified on (B)(4) 2013 that a patient injured their finger while on the patient table. Reportedly, during a thorax examination one of the patient's fingers on their right hand was accidentally jammed in a gap between the table top and the table top base. The patient's finger was torn and almost broken. The patient's wound on their finger was closed with seven stitches. There is no other information regarding patient status at this time.